Event description:
Allere inr monitoring machine for monitoring inr (protime) did not report results correctly. After trying on three different occasions to use the machine, the results were way off (too high). Received today an urgent med device correction notification warning that the results could be low if you have certain conditions. My results were very high, as each time I used the machine, I went in to the lab and had a blood draw which showed my inr to be within range. The results I got event the with trainer next ot me were above 4.0. Company was very disorganized and I had to call at least 8 to 10 times to try and get resolution.